Event description:
A doctor reported they heard an abnormal sound during a thermage treatment followed by the observation of a spark from the treatment tip. The doctor inspected the treatment tip and observed a burn mark on the device. The treatment tip was replaced and treatment was completed without issue. No patient injury was reported.

Manufacturer narrative:
The treatment tip has been requested, but not yet received for evaluation. A review of the device history records is in progress. Based on all available information, no conclusion can be drawn and no cause established.

Manufacturer narrative:
Service confirmed the damage on the tip membrane along the radiofrequency trace. Investigation found glowing or sparking from the tip membrane are caused by stress concentrations on the flex assembly at the adhesive edge that damaged the radiofrequency trace, causing arcing and subsequent burn-through of the flex circuit membrane. All treatment tips are visually inspected for defects during manufacturing and packaging. There is no solta serial/lot number reported for this complaint. There is an existing nc/CAPA opened for this type of complaint.

Manufacturer narrative:
The treatment tip was returned and evaluated. The tip passed flow, leak, and thermistor testing. The tip failed the visual inspection; a bunt trace on the membrane surface and dielectric membrane breakdown were observed. No functional testing was possible due to the condition of the returned tip. A review of the device history records is in progress. Based on all available information, no conclusion can be drawn and no cause established.